Event description:
It was reported that the patient had the artificial urinary sphincter removed due to being out of location. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reservoir had migrated 3 weeks prior to the revision surgery causing the patients abdomen stick out.

Manufacturer narrative:
Model number/catalog number 72400024 serial number (B)(4) batch/lot number 1000155042 gtin (B)(4). Description balloon fgs 61-70 cm expiration date 08/26/2023 manufacturer date 08/27/2018 model number/catalog number 72400098 serial number (B)(4). Batch/lot number 1000145175 gtin (B)(4) model/catalog description control pump fgs expiration date 08/05/2023. Manufacturer date 08/06/2018. Returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 control pump was visually and microscopically inspected, and functionally tested. No leaks were found. The cuff performed within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 60.2 cmh20. It did not perform within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. No leaks were found. The cuff performed within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: (B)(4), batch/lot number: 1000155042. Gtin: (B)(4). Description balloon fgs 61-70 cm, expiration date: 08/26/2023, manufacturer date: 08/27/2018. Model number/catalog number: 72400098. Serial number: (B)(4), batch/lot number: 1000145175. Gtin: (B)(4). Model/catalog description control pump fgs, expiration date: 08/05/2023, manufacturer date: 08/06/2018.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to being out of location. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reservoir had migrated 3 weeks prior to the revision surgery causing the patients abdomen stick out.